Manufacturer narrative:
The customer did not provide any additional data for the investigation. The whole instrument was replaced at the customer site. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). On (B)(6) 2020 service visited the customer site and performed a pipetting accuracy check; the results were very high. Qc results were not acceptable. The investigation is ongoing.

Event description:
The initial reporter questioned results for multiple patients tested for multiple parameters on a cobas integra 400 plus between (B)(6) 2020. The following are examples of discrepant results for 6 patient samples tested for either uric acid, albumin, ck or iron. For sample ID (B)(4): the initial uric acid result was 0.1 mg/dl. The repeat result was 6.2 mg/dl. On (B)(6) 2020 sample ID (B)(4): the initial albumin result was 0.2 g/dl. The repeat result was 4.8 g/dl. For sample ID (B)(4): the initial ck result was 14 u/l. The repeat result was 78 u/l. For sample ID (B)(4): the initial uric acid result was 0.4 mg/dl. The repeat result was 5.9 mg/dl. For sample ID (B)(4): the initial iron result was 21.7 ug/dl. The repeat result was 70.3 ug/dl. For sample ID (B)(4): the initial albumin result was 0.2 g/dl. The repeat result was 4.6 g/dl. No questionable results were reported outside of the laboratory. No reagent lot numbers with expiration dates were provided.